Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The coil was intact with the pusher assembly. There was no visible damage to the ruby coil. Conclusions: evaluation of the returned device revealed no visible damage to the ruby coil. No introducer sheath was returned with the ruby coil. However, raw material reconciliation for this lot of ruby coils revealed that the number of introducer sheaths pulled from inventory and used was equal to or greater than the number of ruby coils released in this lot. Therefore, the root cause of this complaint could not be determined. Ruby coils are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the scrub tech noticed that the orange sheath of a ruby coil was missing after removal from its packaging. Therefore, the ruby coil was not used in the procedure. The procedure continued using a new ruby coil.